Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. An x-ray was performed and a fracture was noted in the outer coil approximately 29 centimeters from is-1 end in the general location of the subclavian region. The damage that was found was noted to be consistent with clavical rib damage.

Event description:
Boston scientific received information that the patient with this lead was having pre-syncopal events and reported feeling poorly. The patient was seen in the emergency room. Device interrogation revealed noise, oversensing and pacing inhibition as well as high, out of range pace impedance measurements. Loss of capture (loc) was also seen.an x-ray was performed which revealed what appeared to be subclavian crush. The patient was admitted to the hospital for monitoring. Subsequently the patient was seen for a revision procedure where the lead was explanted. The lead was returned for analysis. There were no additional adverse patient effects reported.